Event description:
It was reported that resistance was encountered when operating the lever, and the anchor could not be withdrawn from the device. It was confirmed that the suture was tangled inside. No further event information is available at the time of this report.

Manufacturer narrative:
(b)(4). This device is sold outside the US and therefore no GUDID information exists. This device is considered similar to (b)(4). G2: Japan.G6: Pre-market submission number of similar product: K191459.The customer has indicated that the product will not be returned to Zimmer Biomet for investigation since it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.